Event description:
It was reported that the physician was attempting to treat a lesion located in the rca exhibiting stenosis. The device was prepped before use with no reported issues. During the surgery, the lesion was pre-dilated, but the device could not pass the lesion. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was deformed . The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st , 4th and 5th distal segments were deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: related to operational context (device was prepped prior to use with no reported issues, damage most likely occurred during the procedure); inherent risk of procedure (stent deformation); deformation problem (stent deformed). Conclusion results: operational context caused or contributed to the event (device was prepped prior to use with no reported issues, damage most likely occurred during the procedure). Known inherent risk of a procedure (stent deformation). (B)(4).